Event description:
Patient presented with an in-stent restenosis. A 6fr introducer sheath was used to advance a 6x5 gore viabahn endoprosthesis over an .014 guidewire. The gore viabahn endoprosthesis was unable to reach the target site. The deployment line got hung up on a stent strut. In the process of advancing the gore viabahn endoprosthesis, the iliac artery was perforated. The constrained gore viabahn endoprosthesis was removed through the introducer sheath and was discarded. A 7fr introducer sheath was used to advance a second (6x10) gore viabahn endoprosthesis over an .035 guidewire to treat the perforated vessel. Some bleeding was observed after the gore viabahn endoprosthesis was deployed. The patient was transferred for an open surgical repair.

Manufacturer narrative:
Manufacturing report #2017233-2014-00164 was submitted for additional device used during same procedure. Review of device manufacturing record history confirmed device met pre-release specifications. Warnings section of IFU states: w. L. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore viabahn endoprosthesis in applications where the device is deployed within stents or stent grafts other than the gore viabahn endoprosthesis. Other devices may interfere with the deployment of the gore viabahn endoprosthesis resulting in deployment failure or other device malfunction.